Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by a letter from an attorney, stating that the end user was in bed when the motor of the bed and mattress allegedly caught on fire, causing second and third degree burns to their legs. There was no further information provided. Drive will cooperate and participate in the litigation process to gather further information as to the origin and cause of the fire. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.